Event description:
It was reported that a device was alarming "door not fully latched." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.